Event description:
It has been reported to philips that the system would not power on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The system was up and running after customer did a hard restart. The fse rested the power on the main panel in tech room. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.